Manufacturer narrative:
H3: 81: evaluation is in progress, but not yet concluded.

Event description:
Per clinical review: on (B)(6) 2021, the team experienced a problem with the heart lung machine (hlm) electronic patient gas system (epgs) system while on cardiopulmonary bypass (cpb), where by they got a 'high oxygen (o2) supply pressure' alarm. The procedure was completed successfully, with no delay, no blood loss, and no change out. The log review confirmed that the o2 pressure was close to 70 pounds per square inch (psi) multiple times, causing the alarm.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) could not duplicate the reported complaint. The srt waited until the electronic patient gas system (epgs) warm-up cycle was completed and observed the oxygen (o2) analyzer to pass calibration. No 'high oxygen supply pressure' message was observed. The sechrist blender was replaced as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the electronic patient gas system (epgs) to fail release testing as it was reading fraction of inspired oxygen (fio2) values outside of the specification range. The oxygen (o2) sensor was replaced with a lab use only (luo) o2 sensor and the unit still failed release testing. The o2 sensor was reinstalled and the flowmeter was replaced with a luo flowmeter and the unit still failed release testing. The flowmeter was reinstalled and the pst replaced the sechrist blender with a luo sechrist blender and release testing passed. It was determined that the sechrist blender did not meet specification.

Manufacturer narrative:
Per the manufacturer's subsidiary, after a while, the value went back down and the issue corrected itself. Per data log review: on (B)(6) 2021 the gas system was successfully calibrated. At 13:26:41 the gas system reported a high oxygen (o2) pressure alarm with the o2 pressure at 70.1 pounds per square inch (psi). Other o2 high pressure alarms occurred with the o2 pressure at 69.5 psi. Likely this was 20 psi greater than the air pressure. The log confirms the complaint, the o2 pressure was close to 70 psi causing multiple high pressure alarms.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the electronic patient gas system (epgs) had a high oxygen supply pressure alert. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.